Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported their gross traction device did not function properly during a patient procedure. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The user facility reported that during a patient procedure, the gross traction unit slipped from the setting in which it was engaged. The or staff reset the gross traction unit to the desired traction setting and the procedure was completed without further issues. The user facility was given a replacement unit so that the unit subject of the event could be evaluated. No issues have been reported with the replacement unit. The gross traction unit subject of the reported event was returned to steris for evaluation. The results of the evaluation revealed the reported event was caused by loose screws in the rack assembly. The rack was adjusted, the screws were re-tightened, and the issue was corrected. No additional issues have been reported.